Event description:
On (B)(6) 2012, pt reported the infusion device is not correctly storing and delivering the basal rates and she experienced a severe hypoglycemic episode. Her husband found her unconscious on (B)(6) 2012 and contacted the paramedics. Paramedics started 2 ivs, and one contained dextrose. Her blood glucose was 33 mg/dl at the emergency room, and she rec'd treatment but was not admitted. She had experienced hypoglycemia for a week prior, and she reported she is "brittle" and does not have a normal range. She does not feel symptoms of high or low blood glucose. Hospital advised her to decrease the basal rates in the infusion device. She did this and reported the infusion device reverted to the previous rates. The cartridge and infusion set were changed on (B)(6) 2012. She had no recent changes to diet, exercise, or lifestyle. Pt switched to her backup infusion device, and the alleged infusion device, infusion set, cartridge, and adapter were requested for eval. F/u was completed on (B)(6) 2012, and she reported her blood glucose was "holding nicely" on the backup infusion device.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Nothing unusual was found in the pump history. The adapter and battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod, and the glide force measured is in accordance with product specifications. The infusion set sample was visually inspected and tested for flow and tightness. The test results were within specifications.